Manufacturer narrative:
Device evaluated by MFR?; (B)(4); device return and analysis not required as the root cause is established as surgery and return will add no value to the investigation.

Event description:
It was reported that the patient who was recently implanted has an infection and had the device removed. Device history record was reviewed for device sterilization and the generator was confirmed hp sterilized prior to distribution with no issues. No additional relevant information has been received to date.